Manufacturer narrative:
The device was returned with the cannula deployed and the needle failed to retract. Pcoa-1350 implemented an enhancement to the vision system to catch the presence and orientation of the cannula in the slide retract.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the needle mechanism did not fully retract as intended during activation. The patient wore the pod longer than 48 hours.